Event description:
It was reported that the customer received a no delivery alarm two or three times. The customer stated that she had to repeatedly change the infusion sets due to the no delivery alarms. The customer's blood glucose was above 300 mg/dl. Explained the no delivery alarm and possible causes. The customer declined troubleshooting. Advised customer to call back if assistance was needed in order to troubleshoot the alarms. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.